Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was 402 mg/dl. Customer stated the pump is only able to deliver his bolus not his basal or his dual wave or square wave. Customer was advised to perform a displacement test, self-test and they both passed. Customer was advised to change out his reservoir and infusion set. Customer was advised that we will replace the infusion set. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 402 mg/dl.